Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation and deflation issues. All components were removed and replaced with an ambicor penile prosthesis (app). There were no patient complications reported.